Event description:
On (B)(6) 2019, the lay user/patient contacted lifescan (lfs) russia, alleging that her one touch select meter displayed inaccurately high results compared to a laboratory device. The complaint was classified based on the customer service representative (csr) documentation. The patient alleged that the subject meter was reading inaccurately around (B)(6) 2019, when she obtained a blood glucose result on it of ¿23.0 mmol/l¿, compared to ¿4.2 mmol/l¿ on a laboratory device, performed within 10 minutes of each other. The patient manages her diabetes with novo rapid insulin which she self-adjusts. She stated that after obtaining the ¿high¿ result on the meter, she ¿took the maximum daily dose of 4 units of novo rapid.¿ she reported that about 15 minutes later, she developed symptoms of ¿sweating, felt hot and commotion¿. She indicated that to self-treat her symptoms, she ate sugar and then ¿felt better¿. She denied using any other device to check her blood glucose levels. At the time of troubleshooting, the csr noted that the subject meter was set to the correct unit of measure and the patient had used an approved sample site to obtain the blood samples. However, the patient described incorrect testing steps as the calcode on her meter had been incorrectly set to 26 rather than 25. The csr educated the patient on the importance of correctly coding the meter and the patient was provided with replacement products. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury adverse event, after obtaining an alleged inaccurately high blood glucose result on her incorrectly coded meter.